Manufacturer narrative:
Concomitant: product ID 388928, lot# unknown, explanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
It was reported the lead was not completely removed during a system explant procedure after extended dissection. Via minimal extension of the initial incision, a way was cleared to the sacrum and the continuous metal wire of the lead was able to be removed. An x-ray of the sacrum showed the contact points and markers were still present, in addition to the plastic tines. No further information as provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.